Manufacturer narrative:
Additional information has been requested for event description and if provided will be included in the supplemental.

Event description:
C5/c7 alif the plate c7 side backed out with screws. Please investigate the 2 locking rings, whether the rings properly locked the screws before the screws were taken out.